Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redy3869 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during insertion resistance was met when threading. Then the inserter removed the entire unit and the wire and catheter was sheared.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a sheared catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was two 20ga x 10cm powerglide pro midline catheters. Biological residues were observed throughout the first sample (sample 1). The catheter terminated 8.2cm from the molded joint. The tip appeared irregular. Microscopic inspection of sample 1 confirmed an irregular break profile. The fracture surface was partially granular and partially glossy. A longitudinally aligned score mark was observed on the inside surface of the catheter leading into the glossy region of the fracture. Also received was the placement housing with the safety mechanism engaged. Usage residues were observed throughout the sample. The guidewire was not engaged with the advancer. Microscopic inspection of the guidewire advancer revealed wear marks on the coupler region. Inspection of the guidewire revealed it to be intact. The catheter break features were consistent with shearing the catheter against the needle tip. Such damage can occur if the catheter is drawn against the needle tip or if the needle is re-inserted following catheter advancement. The product IFU states ¿warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿ the guidewire was not sheared, as indicated in the event description, but rather had become disengaged from the advancer, likely to attempted advancement against resistance, such as into tissue. It appeared that initial placement was attempted against resistance, and subsequent retraction of the catheter caused it to be sheared against the needle tip. Sample 2 was unremarkable to physical, functional and microscopic analysis. A lot history review (lhr) of redy3869 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during insertion resistance was met when threading. Then the inserter removed the entire unit and the wire and catheter was sheared.